Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
A patient failing to charge their ipg properly was reported to abbott. The patient had stopped charging the ipg. Subsequently, the ipg became inoperable. The ipg was replaced without complications. Effective therapy was restored. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.